Event description:
Covidien received information of ventilator entering a ventilator inoperative condition. There is no report of the ventilator being used by a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. (B)(4).